Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. Maximum temperature recorded on the head of the attachment exceeded maximum allowable temperature. The attachment exhibited a temperature increase during under load testing of 57.2 c. Maximum allowable temperature at the time of testing was 48.0 c. Instability of the set due to cap end bearing failure led to set instability, contributing to the overheating seen during the investigation. Microscopic evaluation revealed moderate gear wear on head-tail and head assemblies. Significant debris was also noted within the cap and head cavities and inner components. All components looked dry and some corrosion was also seen. The lack of lubrication and debris accumulation may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.